Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with hardware removal therapy. It was reported that the drivers were broken. There was no fragment left in the patient. There were no symptoms reported. There were no further complications reported regarding the event.